Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation is related to patient conditions (flailed and prolapsed posterior leaflet). Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a flail. One clip was successfully implanted, reducing mr to a grade of 1-2+. Later that date, echocardiography was performed, and it was observed mr had increased to 3/4+ due to a residual flail and prolapse on the posterior leaflet. It was noted the clip remained stable on the leaflets. To treat the recurrent mr, two additional mitraclips were implanted, reducing mr to a grade of 1-2+. There was no clinically significant delay in the procedure. No additional information was provided.